Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of crf report. Crf report confirmed that the patient had a left tka on (B)(6) 2014. Subsequently, at the four-year visit, (B)(6) 2019, the patient complained of severe pain, decrease with adls, instability, and difficulty ambulating (limp). Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Age: (B)(6). Concomitant medical products- persona cr standard cemented femoral, catalog # 42502606001, lot # 62591750, persona stemmed cemented tibia, catalog # 42532007501, lot # 62411837. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01283, 0002648920-2019-00229. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Remains implanted.

Event description:
The patient underwent an initial left knee arthroplasty about four year ago. Subsequently, last month, patient complained of severe pain, decrease with adls, instability, and difficulty ambulating. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.